Event description:
It was further reported that in treating the complete and total occlusion located in the distla portion of a toruous rca, the maverick monorial balloon was suspected to have ruptured on the initial inflation. (The number of atmospheres reached on the inflation is unknown.) The patient was asymptomatic during this event. A 6f terumo introducer sheath, a hi torque floppy guidewire (size unknown) and a 6f medtronic zuma2 guide catheter were also used in this case, but which inflation device was used is unknown. The procedure was successfully completed.

Event description:
During a ptca treatment procedure involving an unspecified coronary artery, the maverick monorail balloon did not inflate. Pt status is reported as 'good'. No additional info is available at this time.